Event description:
It was reported that 4 to 5 days ago the patient¿s programmer stopped communicating with their implant. Last week the patient was able to increase stimulation from 0.8v to 0.9v. It was noted that the patient was not able to make adjustment both with or without the antenna attached. The patient and their health care provider (hcp) tried to sync with and without the antenna and they removed and replaced the batteries. It was reported that the patient was getting the telemetry failure screen. Additional information received reported that the programmer would not interrogate. The anomaly appeared to have occurred through product use and there was no indication of patient harm. Additional information received reported that the patient¿s leaking was returning last week and they turned it up from 0.8v to 0.9v and the leaking stopped. The leaking returned 4 days ago and the patient was not able to turn it up due to the patient programmer not connecting with the implantable neurostimulator (ins). It was noted that the patient went in today to see their hcp and they were able to get the patient programmer to sync and turned up the stimulation and the leaking had stopped. The patient wanted to know if they should return the new programmer or the old programmer. Additional information received reported that the telemetry problem complaint with the programmer was unverified. The programmer¿s antenna jack was resoldered as a preventative measure.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0jh4l, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).